Manufacturer narrative:
(B)(4). (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the intraocular lens remains implanted; therefore, was not available for investigation. The reported event could not be confirmed. Manufacturing record review: the zcb00v manufacturing process record was evaluated. There were no discrepancies found during the manufacturing record review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. Sterilization records: sterilization was processed and no deviations were found that affects the sterility of the device. No environmental action or alert was found for the date when the production order was manufactured that could lead to this complaint. The iol acrylic process room is controlled to avoid possible transfer of contamination to classified area following the current gowning procedure and dress code policy. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of the intraocular lens (iol) in the patient's right eye, the patient developed uveitis. Doctor reported it was a hypersensitive reaction to the lens. Predonine (a steroidal anti-inflammatory drug) was prescribed. No further information was provided.

Manufacturer narrative:
Additional information: returned representative samples were tested for leachables. A spectroscopic evaluation confirmed no evidence of any extraneous chemicals in the returned lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR, implant date was entered as (B)(6) 2016. The implant date has been corrected. If implanted; give date: (B)(6) 2016. (Correction). All pertinent information available to abbott medical optics has been submitted.